Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 69.00 mg/dl compared to readings of 197.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data could not extracted using approved software. Scan was only produced uid (unique identifier).¿¿uid was converted using the complaints serial spreadsheet into a readable serial number.¿ smu/poise voltage test was unable to perform. Issue was unable to test. Issue will be forwarded to extended investigation. There were no steps available to evaluate the the issue in previous phase, therefore the returned sensor was de-cased and forwarded to extended for further analysis. The puck was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed on the returned puck with use of a digital microscope. The puck was received in a de-cased form. Damage was observed on the pcba (printed circuit board assembly) specifically on the cntr (counter) trace which was likely caused during or after previous phase of the investigation. The damage may affect results of further testing. An smu (source meter unit) test was performed using fixture in combination with the connector key to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 4, (active paired) which was indicating that the puck was moved to a normal operation mode and was fully functional. The returned puck had an electrical current which was measured to be within specification, indicating no accuracy issues were present in the puck therefore, the observation made in last phase of investigation is not confirmed. Additionally, a poise voltage test was performed and results that were within specification which was indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. Since puck did not terminate during customer use, the error was observed during smu test which did not contribute to customer's complaint and stems from nature of smu test - injecting current in the afe (analog front end) of the sensor. Sensor thermistor testing was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification which was indicating that the puck's thermistor was fully functional. Both the poise voltage test and temperature test were performed. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 69.00 mg/dl compared to readings of 197.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.